Event description:
Ed provider attempted artery line placement in patient's right arm. Provider visualized flash of blood and then attempted to thread catheter the rest of the way. Provider met resistance when attempting to remove needle from catheter. Provider then removed entire device from patient's arm and found that the needle was bent. Manufacturer response for artery catheterization set, radial artery catheterization set (per site reporter). Equipment failure reported to arrow customer service on (redacted date) at (redacted telephone number) and referred to (redacted name) at clinical affairs at (redacted telephone number). Reported to (redacted name), vascula teleflex representative at (redacted telephone number). Product available for return for manufacturer investigation with return labels provided by manufacturer.